Manufacturer narrative:
The device in question was returned to walkmed infusion for product evaluation. The device underwent product evaluation testing at walkmed infusion during which the pump failed the open state free flow test. Walkmed infusion performed further product evaluation and identified a worn door latch as cause of the failure.

Event description:
Walkmed infusion received a report that the pump was free flowing when set at 10ml/hr and also when the door was closed and the pump stopped. Per the complainant, the event occurred during setup of the pump and resulted in a several minute delay in therapy to get a new pump to use. There was no report of patient injury. The device in question was returned to walkmed infusion for product evaluation and it was found that the pump was allowing the free flow of fluid.